Manufacturer narrative:
No medwatch form was received. (B)(6).

Event description:
It was reported that during interrogation, the battery data could not be read. The pulse generator was approaching an elective replacement indicator. The device remained implanted.